Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that during left pulmonary vein ablation, an error 106 occurred. Blood was visually observed on the contact force (cf) sensor portion of the stsf catheter. The catheter was replaced, and the issue was resolved. The procedure was completed without patient consequence. The force sensor error 106 and blood observed were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 19-sep-2024, reddish material, presumably blood, was found in the pebax section and a hole in the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of 19-sep-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and screening test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material, presumably blood, was found in the pebax section. Further investigation revealed a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized and visualized; however, during the test, error 106 was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31319815l number, and no internal actions related to the reported complaint condition were identified. The blood residue and force sensor error reported by the customer were confirmed. The potential cause of the open circuit could not be determined and the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Carto 3 system IFU contains the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).